Event description:
It was reported that the patient's right atrial (ra) lead had no capture, tested in both bipolar and unipolar. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture management trend shows the maximum threshold has been greater than 2.5v throughout the record dating back to (B)(4) 2013. (B)(4).